Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there were multiple pump errors on the insulin pump. Blood glucose level at the time of the incident was unknown. No symptoms or treatment of patient required. Trouble shooting occurred but self test did not pass. Product will be returned and a replacement insulin pump will be shipped to customer.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. No unexpected the critical block and inverse critical block did not add to zero or the motor arm cannot communicate with the main arm alarms during testing however, the critical block and inverse critical block did not add to zero alarm and the motor arm cannot communicate with the main arm alarm are found in the formatted history file due to a software error. Hardware low level failures alarm, variable 3, was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor.